Event description:
During percutaneous transluminal angioplasty, an inflated balloon would not deflate. A two hour extension of the procedure was required to surgically deflate the balloon in order to remove the catheter. There was no long term injury to the patient. A second catheter was tested without inserting it into the patient and demonstrated the same problem.======================manufacturer response for percutaneous transluminal angioplasty catheter, (brand not provided) (per site reporter).======================the manufacturer has not had an opportunity yet to investigate.